Event description:
On (B)(6) 2014, a customer reported an unexpectedly negative antibody screen when testing a blood sample on a galileo echo on (B)(6) 2014.

Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on (B)(4) 2014 to assess the instrument. It was found that the residual volume was too high, the peripump was outside of specification and the camera required recalibration. All of the issues were corrected by the fse.